Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor kits were reviewed and the dhrs showed the libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A complaint was received regarding the adc device inserter did not fire, and as a result, the device did not apply to the customer's extremity. As a result, on 19mar2022, the customer experienced trembling and had a loss of consciousness, however, regained consciousness and self-treated with dex4 glucose tablets. No third-party medical treatment was provided. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Applicator (B)(6) has been returned and investigated. Visually inspection has been performed on the applicator and no issues were observed. It is observed that the applicator was fired correctly. Sensor pack (B)(6) has been returned and investigated. Visually inspection has been performed and damage was observed in transition features. It is observed that the lid was completely peeled off. Sensor (B)(6) has been returned and investigated. Visual inspection has been performed and no issues were observed. The sensor plug was properly seated. The issue is not confirmed to use due to incorrect assembly method. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A complaint was received regarding the adc device inserter did not fire, and as a result, the device did not apply to the customer's extremity. As a result, on (B)(6) 2022, the customer experienced trembling and had a loss of consciousness, however, regained consciousness and self-treated with dex4 glucose tablets. No third-party medical treatment was provided. No further information was provided. There was no report of death or permanent injury associated with this event.